Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown product ID: l-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 22 mm non-medtronic balloon due to calcification and a bicuspid aortic valve. Upon deployment to 80%, the inflow of the valve frame appeared under-expanded, and a post-implant bav was anticipated per the implanting physician; however, was not safe due to calcium in the aortic root. Subsequently, the valve was recaptured and withdrawn from the patient. No adverse patient effects were reported.